Event description:
Reported suicidal gestures on either slice c or suicide assessment forms, registry patient. Patient has two gestures, suicide attempts. Mild in nature, ie took pills. No specific info provided as to what pt did. No report of what interventions were taken if any. Good faith attempts are being made for additional info, but thus far no further info has been rec'd.